Manufacturer narrative:
The device has been returned. Investigation has not been completed.

Event description:
Device malfunction: unable to get a good seal. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unknown procedure. The physician reported the device was "unable to get a good seal, mechanical error". It is unknown how hemostasis was achieved. No reported adverse patient effects. Though requested, no additional information was available.